Manufacturer narrative:
(B)(4). Date sent: 05/14/2020. H10 = corrected data: no lot number was provided. The following statement should be omitted: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Correct statement: the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the staple does not form at completed. There were no patient consequences.